Manufacturer narrative:
The device was not returned to MFR for eval. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritonitis dialysis pt reported a m31 air detected in cassette alarm during fill 1 of treatment. The pt canceled treatment and opened the cassette door and noticed a fluid leak. The pt's effluent remained clear. No prophylactic antibiotics were used. The pt did not finish the remained of the treatment.